Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer reset pump using instructions provided by technical support, and after reset customer was able to interact with pump screen again.